Manufacturer narrative:
Concomitant medical devices: addr01 ipg, implanted (B)(6) 2010.

Event description:
It was reported that the right ventricular (rv) lead exhibited a marked increase in impedance, likely due to fracture. The patient had presented with dizziness and chest discomfort. During the procedure to revise the lead, a guidewire could not be advanced. A venogram showed the vein to be occluded with extensive collateralization. An attempt was then made to implant a new lead from the patient's other side but the guidewire could not be advanced as there again appeared to be occlusion at the inferior vena cava with collateralization. The procedure was stopped and the patient was later brought back for laser lead extraction and replacement. During that procedure, the lead was only capped but was ultimately removed during a future procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the medial segment of the lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage.